Event description:
The account reported they had a blood leak at the beginning of treatment with blood alarms noted and positive hemostix. There were no pt injuries and required no medical intervention.